Event description:
It was reported that a patient passed away at the hospital after choking on a piece of dog food. High impedance was observed for patient's device prior to patient's death. This is reported in MFR. Report #1644487-2018-00827. No additional relevant information has been received to date.